Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (back) while wearing the device for approximately 49 and 71 hours. After pod removal, the patient noted a lump at the infusion site accompanied by redness, irritation, and pain upon touch. The patient sought medical attention on (B)(6) 2026, from a general practitioner (gp) who sent the patient to the emergency department (ed) at (B)(6) hospital, where an abscess at the pod site was diagnosed. The patient reported leaving the ed the same day. The patient also reported returning the following day, on (B)(6) 2026, for a scheduled surgery to excise the abscess. The patient reported being discharged the same day of the surgery. As treatment, the patient underwent surgery to remove the abscess and was prescribed antibiotics (flucloxacilina 500 mg) to be taken twice daily. In addition to the antibiotics, the patient also prescribed paracetamol and ibuprofen to take as needed every 4-6 hours and dextramol. The patient also noted resuming pod use. The patient reported that the pod involved in the event was no longer available for return. The patient reported being discharged on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.